Manufacturer narrative:
There was no button error alarm noted. The unit had unresponsive buttons due to flattened and creased at all the buttons dome switches. There was no moisture damage on electronic assembly during visual inspection. The unit had minor scratched lcd window, cracked case at display window corners, battery tube threads, a reservoir tube lip and case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 83mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.